Event description:
It was reported that the 6800 system had a communication error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator backplane was replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.